Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000, and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/23/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted concurrently with exploratory laparotomy, repair of ventral incisional hernia, and adhesiolysis.

Manufacturer narrative:
Additional information: it was reported that following insertion the patient experienced pain, bleeding, and infection.